Event description:
It was reported that the bivona trach tube flange separated from the tube. The flange separated from one side of the 15mm connector. The reporter believed that this issue was related to the use of portex ties.